Event description:
The customer reported that the n20 monitor display is missing segments in the saturation of peripheral oxygen (spo2) window. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4).